Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (unknown dose and concentration) via implanted infusion pump. It was reported that the patient's pain pump was infected with wound dehiscence, purulence, and fever. The patient's pain pump including catheter were removed. The patient was in the hospital and found to have mssa bacteremia and discharge that was frank purple pus. The patient presented to the hospital because the device was not feeling right. It was reported this was due to the superficial location and involvement of the hardware material primary removal of this would have been best indicated. The hcp began to incise the skin at the anterior abdominal region, the flank region, as well as the 3 incisions in the posterior aspect of the patient's back. One of the incisions was draining upon immediate opening of the anterior abdominal and flank incision. The hcp noticed a large amount of purulent material exiting the wound and was irrigated. The pain pump was found with the catheter upwards and was disconnected and removed. After removal of the pump and catheter, silk ties were sutured in a figure eight fashion to close the dead space of which the catheter had come out to prevent csf leak. The patient's medical history included hypertension, diabetes, fibromyalgia, dyslipidemia, tia, breast carcinoma, ckd stage iii, c4 to 6 acdf in 2010, spinal cord stimulator placed in 2013.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2019. Explanted: (B)(6) 2019. Product type catheter section d information references the main component of the system. Other relevant device(s) are:ubd: 12-dec-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (unknown dose and concentration) via implanted infusion pump. It was reported that the patient's pain pump was infected with wound dehiscence, purulence, and fever. The patient's pain pump including catheter were removed. The patient was found to have mssa bacteremia. It was reported this was due to the superficial location and involvement of the hardware material primary removal of this would have been best indicated. The hcp began to incise the skin at the anterior abdominal region, the flank region, as well as the 3 incisions in the posterior aspect of the patient's back. One of the incisions was draining upon immediate opening of the anterior abdominal and flank incision. The hcp noticed a large amount of purulent material exiting the wound and was irrigated. The pain pump was found with the catheter upwards and was disconnected and removed. After removal of the pump and catheter, silk ties were sutured in a figure eight fashion to close the dead space of which the catheter had come out to prevent csf leak. The patient's medical history included hypertension, diabetes, fibromyalgia, dyslipidemia, tia, breast carcinoma, ckd stage iii, c4 to 6 acdf in 2010, spinal cord stimulator placed in 2013.